Event description:
It was reported that the patient underwent an explant procedure of the superion indirect decompression system device due to severe stenosis. The patient then underwent a fusion procedure to address the instability created due to the explant of the device. The device is not being returned for analysis as it was disposed of by the facility.